Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 40% to 5% after being connected to a power source. The battery gauge later jumped from 65% to 100% while disconnected from a power source. The customer's blood glucose was 150 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.